Event description:
It was reported that the cutting (cut) and coagulation buttons have been reversed. It was also reported that there were no adverse consequences and procedure was completed successfully. No further information available at this time.